Event description:
Child squeezed through the sheet zipper and was entrapped. Care coordinator called this in and went back inside the home to get more information and put mom on the phone. Parent thinks he went through the bottom right side/ corner mattress, crawled out through the floor. There was no injury as a result of the event.

Manufacturer narrative:
There was no injury that resulted from the event. Photos were requested of the area of the product where the child was able to elope. The mother said she would send photos, however none were received. The mother confirmed that all the outside zippers were intact at the time of the event (but without the locks). She observed an area where the child was able to unzip the safety sheet, partially, and exit through the mattress area and crawl out from under the bed. She was not provided the locks for the zippers and was unaware of the requirement to use them. Based on review of the phone call transcripts, it is not confirmed that the child was entrapped. The information provided states that the child was able to elope from the inside of the bed through the mattress area and crawl out from under the bed. The order # was not provided by the complainant, however cubby beds was able to determine the lot # for the canopy (lot: 231201m01). Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary. Per the contract manufacturers process all customers are provided with 2 locks and keys (per kit10002 cubby beds pole kit checklist) and a cubby beds user manual in the documentation kit (per kit10007 bom).